Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on when something is connected to the system connector on the rear port of the device. It powers on normally when nothing is connected to it. There was no patient use associated with the reported event.